Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2019-10-22. F.10. Device codes: 1421, 2588.

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas jp cap was cracked. This was discovered before use. The following information was provided by the initial reporter: the shelf carton wasn't damaged however the cap was cracked.

Manufacturer narrative:
Investigation summary: customer returned one loose 3/10cc, 8mm syringe. Customer states that the cap was cracked. The returned syringe was examined and exhibited a crushed plunger cap and a broken thumb press on the plunger rod. A review of the device history record was completed for batch# 8316889. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 23oct2019, holdrege received a complaint, via a picture. Visual inspection of the picture found (1) syringe with damage to the capped syringe. The damage looks like cutting damage on the cap. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas jp cap was cracked. This was discovered before use. The following information was provided by the initial reporter: the shelf carton wasn't damaged however the cap was cracked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syr 0.3ml 30ga 8mm 7bag 420cas jp cap was cracked. This was discovered before use. The following information was provided by the initial reporter: the shelf carton wasn't damaged however the cap was cracked.